Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-00943. It was reported that insufficient roll-off occurred. The patient was undergoing a radiofrequency ablation (rfa) treatment of their liver. It was noted that this patient had a lot of areas that needed treatment and they could not resect, this procedure was being performed as a last resort. A 4.0/15/15 leveen¿ coaccess¿ was used with a rf3000 radiofrequency generator. The electrode was deployed in one of the treatment areas. The maximum power was reached and then power fluctuated up and down while the impedance was dropping. The non-bsc grounding pads were checked and re-positioned as they were too low and not in proper alignment. The leveen¿ coaccess¿ was re-positioned due to possibly being near a large vessel. Ablation was then started again; however the same issue occurred. The procedure was aborted. There were no patient complications reported and the patient was noted to be fine.